Event description:
A customer reported encountering a cartridge alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer planned to use multiple daily injections as a backup therapy for continued insulin delivery, and the pump was set to be replaced by technical support. The pump was noted to be out of warranty, and the caller declined interest in obtaining an out-of-warranty loaner pump.